Event description:
A refill/programming occurred on (B)(6) 2011. The patient experienced a cerebrospinal fluid leak, spinal headache, a painful lumbar site, and had fluid accumulation around their lumbar site. The event was noted to be due to the lumbar portion of the patient's catheter. An x-ray on (B)(6) 2011 revealed no catheter discontinuities; however, a discontinuity of the catheter was seen via an x-ray on (B)(6) 2011. In regards to the discontinuity, "lower thoracic deformities" was indicated. In-patient hospitalization was required. A catheter revision occurred on (B)(6) 2012; and healthcare provider had disposed of the device. On (B)(6) 2012, the patient's entire device system was explanted. The event was "ongoing." The pump was delivering lioresal.

Event description:
Additional information: a fractured catheter was indicated in regards to the fluid accumulation around the lumbar site.

Event description:
The outcome was noted as being resolved without sequelae.

Manufacturer narrative:
Catheter model 8711 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed no anomaly. No anomalies noted in the pump logs. The catheter was not returned with the pump.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4).